Event description:
Per the audiologist, the patient reported suddenly hearing only a ¿buzzing¿ sound when using the device. The results of an integrity test in 2009 indicate no evidence of a device malfunction. Patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.